Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The impella devices are conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with post-cardiotomy cardiogenic shock, along with the complications of stage d shock.

Event description:
An impella 5.5 device was inserted surgically into the right aorta in a 73-year-old male patient with a past medical history of coronary artery disease (cad), presenting in post-cardiotomy cardiogenic shock (pccs) and low output syndrome (lcos), in scai stage d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. The impella was inserted for ventricular support post-operatively cardiothoracic (CT) surgery: coronary bypass surgery graft (CABG). The following day, an impella rp flex was inserted into the right femoral vein for right heart failure. While the patient was in the intensive care unit (ICU), the rp flex had a placement signal not reliable alarm multiple times. There was active flow on the monitor and a pulmonary artery (pa) waveform. Ten days after the impella rp flex insertion, the family elected to withdraw care, and the patient expired on bipella support. The impella rp flex functioned at p-6 at 2.2l/min as intended. The impella 5.5 functioned at p-9 at 4.8l/min as intended. The impella devices are conservatively being reported for death; however, is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with post-cardiotomy cardiogenic shock, along with the complications of stage d shock.

Manufacturer narrative:
This report is being submitted to document the final investigation conclusions. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. Investigation summary hemodynamic instability/ppae: the cause of the injury was not determined due to insufficient clinical details.